Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The threads did have some minor imperfections, however, a cup simulant was able to attach and detach from the threads without issue. The cardan joint was observed to be broken, causing the difficulty unthreading the cup. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported that the handle is more difficult to unthread from the pinnacle shell. Upon inspection after cleaning, the threads appear to have some imperfection. No adverse events nor patient consequence were reported as a result of this malfunction.